Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The device evaluation found that the no image with 180 model scope series was caused by a faulty patient board set. The current software version on the device was 3.01 and it was recommended that the software be updated to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was a no image issue when using the evis exera iii video system center; the issue still occurred after switching out the pig tail. The issue was found during preparation of use for a diagnostic colonoscopy. Additionally, the customer reported there were no other devices involved or replaced during this event. The procedure was completed with another device from an old endoscopy cart. There was an approximate 30 minute procedural delay reported, but the patient was not yet under anesthesia at the time (nor were they yet in the procedure room) the issue occurred. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the board design was changed on april 16, 2018. However, the definitive root cause of the faulty patient board set could not be determined. Olympus will continue to monitor field performance for this device.